Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 397 - 400 mg/dl; cause was unknown. Customer attempted to address their bg with a bolus via pump but was treated with intravenous fluids of saline at the hospital. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.